Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation, it was noted that the pacemaker exhibited signs of premature battery depletion. The elective replacement indicator (eri) was reached and most energy intensive features were disabled. The pacemaker was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. The pacemaker was received at elective replacement battery level. Further, analysis of the device image found device current was consistent with programmed output settings and lead impedance. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The device was tested further at the bench and no anomalies in device current measurements were noted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.